Manufacturer narrative:
Isi field service engineer determined through a review of the system error logs, that the da vinci safety systems generated the fault code in response to detecting a communication error, between the surgeon's side console and the pt side console of the da vinci surgical system.

Event description:
During the beginning of a surgical procedure, the da vinci surgical system faulted. The da vinci safety systems generated the fault code in response to detecting a communication error. Upon determining this condition, the safety systems put da vinci in a "non-recoverable safe state". The system fault was detected after the system had been docked to the pt, but before any surgical tasks had been performed with the system. No pt harm, adverse outcome or injury was reported. No additional pt information was provided.